Manufacturer narrative:
Vyaire reference # (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it lost power and shut off while on a patient. The customer stated that there was no patient harm or injury.

Manufacturer narrative:
Results of field service rep visit: a vyaire field service representative (fsr) evaluated the device onsite. It was found that the ribbon cable to the blended xdcr pcb was not fully seated in the zif socket. The cable was reseated, the blended gas xdcr was calibrated and a complete ovp was performed. Afterwards the device passed all testing and met all vyaire manufacturer specifications.